Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two prostyle three-days post an interventional procedure with impella support performed on (B)(6) 2024 using a 14f sheath. No pre-close technique was used in the large-hole puncture site. Reportedly, in the procedure to remove the impella, the first prostyle had no suture with plunger removal. The second proglide had the suture and knot come out of the anatomy as the suture had not grabbed the vessel. A surgeon was called and attempted to use two non-abbott devices without success. A covered stent was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 1494 - indication for use. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The pre-close technique was not used when closing with a sheath greater than 8f. It should be noted that the electronic prostyle instructions for use (eifu), states: for access sites in the common femoral artery using 5f to 21f sheaths. For arterial sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation would not have contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose prostyle referenced in b5 is filed under a separate medwatch report number.